Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer notified us they had found syringes (12) with a damaged tip which had a piece of plastic attached to the tip. The syringes could not be used. This was noticed prior to the filling, so no patients were involved. 8 x syringe with loose thread on the plunger. 3 x syringe with damages (including damaged tip). 1 x syringe with embedded matter.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there were loose threads on the plunger, damaged syringes and embedded foreign matter. To aid in the investigation, nine samples in a plastic bag were received for evaluation by our quality team. Six samples have plastic flash on the plunger rod at the injection point, one sample has a damage plunger rod thumb press, one sample has two dark specks of embedded degraded resin, and one sample has no defects or imperfections. Damage to the syringe could occur if there was a jam during the manufacturing processes. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The flash on the plunger rod is considered an acceptable imperfection. A device history record review was completed for provided material number 301031, lot number 3297306. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.